Manufacturer narrative:
An event of valve migration was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 27mm portico valve was selected for implant. After the valve was released from the delivery system, the valve "jumped" and migrated into the ascending aorta, "well above the coronary arteries." The user alleged that the cause of the migration was "probably there was too much pressure on the valve body in the area of lvot and ao annulus and this made phv to be squeezed in the wider aorta." A second 27mm portico valve was implanted. The patient was reported to have been discharged home in stable condition.